Manufacturer narrative:
(B)(4). The pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported via phone call that the retainer ring was loose. The customer's blood glucose was 6.2 mmol/l. The pump will be returning for analysis.